Manufacturer narrative:
The device log files were provided for evaluation. The review of the device log confirmed the reported problem. The device was in constant operation while experiencing overheating conditions, without any user intervention. It was also discovered that the device filters had not been changed for nearly three months, which likely contributed to overheating. G4. PMA/510(k)# - the device is a similar device marketed in foreign countries and is not marketed under the 510k.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged the device showed a technical failure alarm 316- blower failure. Complainant did not report patient involvement.